Manufacturer narrative:
The bipap a40 pro (cax3100s12) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623. H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil). The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil visually inspected the bipap a40 and did not observe any issues. Pil tech did take the log from the unit. Sd card information was retrieved, and the alarm log display was documented. Pil tech reviewed error logs and noted the ventilator inoperative alarms did not show in the error log, but pil can confirm (198) e-037 err_pt_low_press_alarms in the error log and (719) e-043 patient disconnect alarms. It was also noted the error log event dates do not align between log 17 and log 19. Pil tech installed a bacteria filter on the outlet of the unit and ran the unit at the received settings, on a mechanical quick lung for approximately 120 minutes without error. Pil tech removed the bacteria filter and inspected it. No foam or debris was observed in the filter. Unit operated without error or alarm. The apnea alarm and the circuit disconnect alarm were checked. Both alarms operated as expected. Due to lack of a service process, this unit has been scrapped per the requirements and disposed of accordingly.

Manufacturer narrative:
On previously submitted report, section "evaluation results code grid" was incorrect. It is updated in this follow-up report.